Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, the navigation system could not receive the imaging system's exam. There was a green line and the exam that was taken had a nav tag. The site pushed it to computed tomography (CT) and pointmerged. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.